Event description:
It was reported that in radiology after inserting the needle into the male patient's right internal jugular, the clinician was unable to pass the swg through it. The swg was tried via both ends and was not able to be inserted into the needle. As a result, the needle was removed and a new kit was opened and successfully used to complete the procedure. A delay was reported, however, there was no harm other than a second stick to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: returned by the customer was an opened kit containing a blue hub needle attached to an ars. J tipped guide wire and a guide wire assembly. The returned guide wire was inspected and bends were found at 63.5 and 67.3 cm and a kink at 66.0 cm. The od of the wire was measured and met specification. The returned needle was inspected. The needle contained a blue hub and had evidence of use based on the reddish material observed in the hub. Functional testing was performed by attempting to insert the returned guide wire through the needle hub. The distal tip of the guide wire could not be inserted into the needle cannula. A review of the kit contents revealed the blue hub 20 ga needle was part of the needle over catheter component within the kit. The intended introducer needle to be used with the guide wire contains a transparent hub and is a 18 ga needle with a .038 in ID. The blue hub needle used by the customer was checked for a blockage by injecting water through the needle and there was no evidence of a blockage observed. The device record review was performed for this complaint investigation. The reported complaint for the inability to pass the guide wire through the needle was confirmed through functional testing performed on the returned components. Based on the inspection and identification of the needle used by the customer, the incorrect needle was used with the guide wire when the procedure was performed, therefore, the potential cause is procedure related.